Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic gastric sleeve procedure, the device¿s staples came out about two centimeters. They used a reinforcement material in conjunction with the stapling device. No injury as a result of the event.